Event description:
Paramedics attened to a person diagnosed in cardiac arrest. Disposable defibrallation electrodes were attached to the patient in an attempt to monitor the patient's ECG. The device allegedly failed to display the patient's ECG. A backup defibrillator was immediately available and used. After moving the patient to the ambulance, a spare defibrillation cable was connected to the device and proper operation was restored. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the immediate availability and use of backup equipment.